Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system jet7 kit. During the procedure, the physician placed a penumbra system jet 7 reperfusion catheter (jet7) over a velocity delivery microcatheter (velocity) and through a neuron max 6f 088 long sheath (neuron max) and tracked up to the m1 segment of the middle cerebral artery (mca). Upon contrast injection, a fracture was noted at the proximal end of the jet7; therefore, the jet7 was removed. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) with the same sheath and a non-penumbra stent retriever. There was no report of an adverse effect to the patient.